Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data : g2, h6 (type of investigation).

Manufacturer narrative:
Due to character limit in e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer called to review a gas loss alarm with cardiosave intra-aortic balloon pump (iabp). She does not wish to go back in the room with the patient and cannot identify the catheter or console being utilized. She asks why the alarm would sound and how to manage the troubleshooting when it does. She states the patient is having frequent coughing fits. No harm to patient.

Manufacturer narrative:
Cardiosave product details are unknown. Hence d1 was filled incorrectly in the initial emdr and should be blank. Updated fields - b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, d1, e1(initial reporter). Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer asked why the alarm would sound and how to manage the troubleshooting when it does. Customer mentions the patient is having frequent coughing fits. Esp personnel reviewed troubleshooting with the customer and management of the alarm. The customer mentions the patient is waiting on implantation of an lvad, and personnel attempts to get more information from the customer after reviewing the troubleshooting of the gas loss alarm. The customer denies giving any further information and thanks personnel for the information shared with them.

Event description:
It was reported by a nurse, that cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use on patient. She couldn't identify the catheter or console being utilized. She asked why the alarm would sound and how to manage the troubleshooting when it does. She stated that the patient was having frequent coughing fits. There was no injury reported.